Event description:
Well the first thing I noticed was pain during urination, coughing, sex, and my bigger issue hair loss. I bruise now and it won't go away so I am assuming that it causes some kind of-iron deficiency and always a nickel oily feel in my mouth.